Event description:
It was reported the device exhibited error lec1310 and failed the volumetric accuracy check. There was unknown patient involvement.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing duplicated the error message issue, but was unable to duplicate the accuracy issue. The pump was found to be within specification. The investigation determined that the real time clock (rtc) battery was the cause of the reported error message issue. The rtc was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.